Manufacturer narrative:
Product event summary: the mapping catheter 2ach20 with an unknown lot number and data files were returned and analyzed. Visual inspection of achieve mapping catheter 2ach20 showed the device was intact with no apparent issues. The files showed at least 12 applications were performed with a balloon catheter afapro28 with lot number 00194 on the date of the event. The file showed system notice #50014 ¿the balloon is not sufficiently inflated¿ in applications 1, 4, 5 and 8. Clinical issues (pericardial effusion, hypotension and perforation) occurred during procedure. The case was aborted under general anesthesia. In conclusion, there is no indication of relation of adverse event to the performance and malfunction of the product. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the balloon inflation pressure was not reached in time. The procedure was continued. It was noted that the right superior pulmonary vein (rspv) was difficult to access due to patient anatomy. The balloon catheter and mapping catheter were removed, and another catheter was used to position the sheath near the rspv ostium. The catheter was removed and the balloon catheter was reinserted. Upon the first inflation at the rspv it was noted that the patient's blood pressure was dropping and an effusion was noted on fluoroscopy. The balloon catheter and sheath were removed from the atrium and a pericardiocentisis was performed. The case was aborted with the patient under general anesthesia. Due to the amount of drainage, the patient was sent for surgery and a small perforation near the rspv was noted. The perforation was repaired and the patient's hospitalization was extended. No further patient complications have been reported as a result of this event.